Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In (B)(6) , the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), infection ("infections"), menstrual disorder ("menstruation issues") and back pain ("lower back area pain"). The patient was treated with surgery (on (B)(6) 2010 underwent hysterectomy due to complications from the essure device.). Essure (ess205) was removed in (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the hypersensitivity, infection, menstrual disorder, depression, anxiety, vaginal haemorrhage, menorrhagia and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Insertion date and removal date provided as (B)(6) 2004 and (B)(6) 2008 respectively (from pfs). Most recent follow-up information incorporated above includes: on 13-dec-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), lower back area pain" added from pfs. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device.). Essure (ess205) was removed in 2010. At the time of the report, the pelvic pain was resolving and the hypersensitivity, infection, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, hypersensitivity, infection, menstrual disorder and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Most recent follow-up information incorporated above includes: on 29-may-2018: plaintiff fact sheet and medical records received. Events added from pfs- depression, mental anguish, did not underwent confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device.). At the time of the report, the pelvic pain, hypersensitivity, infection and menstrual disorder outcome was unknown. The reporter considered hypersensitivity, infection, menstrual disorder and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pelvic pain / pain'). In a 43-year-old female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "did not undergo confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), infection ("infections"), menstrual disorder ("menstruation issues"), back pain ("lower back area pain"), genital haemorrhage ("general abnormal bleeding"), urinary tract infection ("uti"), post procedural complication ("post procedural complication") and autoimmune disorder ("autoimmune disorder"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (on (B)(6) 2010 underwent hysterectomy, due to complications from the essure device.). Essure (ess205) was removed in (B)(6) 2010. At the time of the report, the pelvic pain and genital haemorrhage had resolved. And the hypersensitivity, infection, menstrual disorder, depression, anxiety, vaginal haemorrhage, menorrhagia, back pain, urinary tract infection, post procedural complication and autoimmune disorder outcome was unknown. The reporter considered anxiety, autoimmune disorder, back pain, depression, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish, because of the essure device. Insertion date and removal date provided as: (B)(6) 2004 and (B)(6) 2008 respectively (from pfs). On (B)(6) 2017, hysterectomy, uterus (as per pif, discrepancy noted). Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet received: added events: general abnormal bleeding, uti, autoimmune disorder, post procedural complication. Outcome of event: pelvic pain, genital haemorrhage updated as recovered. Based on the available information, a review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.